Event description:
It was reported the front-actuated grip's jaw broke while using in the patient. Xray was performed on the patient only to realize when the port was dropped on the floor, the missing broken piece was in the port the whole time (was never left in the patient). The issue occurred during a therapeutic laparoscopic excision of accessory uterus, which was completed after a procedural delay of 60 minutes. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. The probe was broken at 11.75 mm from its distal end and the broken probe tip was returned. Three attempts were performed to obtain additional information, but no response was received from the customer. In addition, the following reportable malfunctions were identified during the device evaluation: tissue pad in the grasping section was worn away. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.